Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with lost sensor alerts. The customer was experiencing high blood glucose of 400 mg/dl and treated with the insulin pump. She also reported she experienced low blood glucose of 30 mg/dl. The customer stated that the transmitter was not communicating with the insulin pump. Troubleshooting was done and customer was advised to change the sensor. The customer changed the sensor and received a lost sensor alert again. The customer disconnected the transmitter and found a lot of blood around the sensor. Customer was advised the transmitter might be damaged. A test plug was being sent to test the transmitter.